Event description:
It was reported that the lead implant went well. The patient was a bit tired after implant but this was normal. It was noted the patient had a fever attack over night with about 40 degrees. On (B)(6) 2013 there was an x-ray of the thorax and a change in antibiotic therapy. The healthcare professional (hcp) decided to postpone the implantable neurostimulator (ins) implant to the beginning of next week, probably tuesday (B)(6) 2013. It was later reported that the patient was scheduled for implant on (B)(6) 2013 and two days after the patient had a fever attack over night of about 40 degrees. It was unclear whether the fever condition was related to the implant. The patient had felt tired prior to the procedure, so fever may have not been related. It was noted that after the implant of the lead the patient felt worse and the fever had increased. The patient was scheduled to have implant on (B)(6) 2013 but the surgery was delayed due to the patient not feeling well. Patient was feeling poorly on (B)(6) 2013 the day before scheduled implant. Patient was scheduled for implant on (B)(6) 2013. The patient was very weak and sleepy but was awake. The patient had aspiration pneumonia and a prolonged mesencephalic syndrome after the electrode implantation with reduced vigilance which was sometimes seen in sub thalamic nucleus patients. It was noted that clinical tests could only be performed by testing rigidity. It was noted that electrode position was correct. Further tests would be done the week after (B)(6) 2013. Symptoms were reported from the hcp as unrelated to the stimulator implant as the implant was not implanted until (B)(6) 2013 after sufficient recovery from the symptoms. Symptoms may have been present prior to implant of the leads on (B)(6) 2013.

Event description:
Follow up information reported that event was not considered related to the implantable neurostimulator (is) therapy. It was noted that the patient was kept in the hospital following the implant procedure (specifics not known). The cause of the event could not be determined and no malfunctions were seen with the ins system. The patient was discharged from the hospital and was reported to be responding to the therapy. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 37604, serial# unknown, implanted: (B)(6) 2013. (B)(4).